Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and a large ketone level identified as dangerous. Reportedly, customer required assistance from mother to treat bg via manual injections. The customer alleged that the pump was not delivering insulin properly; however this could not be confirmed as customer did not have the pump available for troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.